Manufacturer narrative:
(B)(4). Batch # r5au8c. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The knife was manually advanced and it was noted to be damage. In addition, the returned cartridge was noted to have several staples stuck in the washer. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The damaged on the knife and the staples stuck on the washer washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler did not fire the row of staples properly but the blade went through "ok." The surgeon felt no tactile "crunch" as he fired the stapler. When releasing it, the bowel was divided, but no stapler fired properly with the "b" shape, all were like an open "u" shape. Opened another stapler immediately and it worked "ok." There was no adverse event for the patient.